Event description:
In 2004, noted problem with cadd prizm pcs ii, pump 664447, alarming "upstream occlusion" incorrectly. The pump would not dispense dose of med. Ten days later, similar occurrence when nurse noted problem with cadd prizm pcs ii, pump 664448, alarming "upstream occlusion." In both cases, the pumps were replaced with another and these occurrences did not result in any adverse pt event.